Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in ada site 4, the implant fractured. Clinician reports poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received was not manufactured by neodent.

Event description:
The clinician reported that 6 months after the dental implant and abutment were placed in ada site 4, the implant fractured. Clinician reports poor bone quality/quantity and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).